Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported pericardial effusion was unable to be determined. The reported hypotension is likely a cascading event of the reported pericardial effusion. The reported patient effects of pericardial effusion and hypotension, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+ and a prolapsed posterior. Prior to inserting the mitraclip devices, a pericardial effusion (pe) was observed. Two clips were successfully implanted, reducing mr to a grade of 1. However, after the procedure, the patient was transferred to the recovery room, where they became hypotensive with a blood pressure of 50mmhg. Pericardiocentesis was performed to threat the pericardial effusion. There was no clinically significant delay in the procedure.